Event description:
Saline breast implants - believe they are the cause of an ms-like disorder I was diagnosed with a year ago. I had breast augmentation surgery in 1996, and received the saline implants with the valve, so they could be filled after implantation. I was diagnosed with what they are calling de-myelinating disorder, or an ms-like disorder. An MRI showed lesion on my brain and spine, with bilateral tingling and an episode in which I lost use of my left hand, for approx. A month. Mostly ok now, but still have numbness & tingling in my hands and experience fatigue and muscle weakness. I have always been extremely healthy and strong. A test of my spinal fluid showed one protein band, but not the 3-4 required for a definitive diagnosis of multiple sclerosis. I do take avonex, once a week, just in case. No family history anywhere and no obvious reason for the disorder. I believe that it is a result of my saline implants, as there is no other foreign substance or device that it could be associated with. I am having surgery shortly and am sure that I will begin to recover at least somewhat afterwards. Time will tell.